Event description:
It was reported that during the insertion phase in a transurethral vapor therapy for the prostate procedure, it was noted that the needle retraction was poor as the needle did not fully retract. There was an infection. The delivery system was not removed from the body after manually retracting the needle. The case was completed with the original device.